Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. The pump was monitored and no blank display anomalies were noted. No resetting on its own was noted. The pump passed the displacement test. However, the pump was unable to prime during the prime test and gave a motor error alarm during the basic occlusion test due to a slightly loose drive support disk. No compromised force sensor alarms were noted. The pump was received with a cracked case at the display window corners, a broken reservoir tube lip and minor scratches on the lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed and is stuck in the "preparing to prime" sequence. The customer stated that the screen of their insulin pump went blank and the numbers ramped up to 6. The customer stated when the insulin pump is set to prime insulin just rushes out. The customer stated that the drive support cap is protruded. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.